Event description:
Procedure: vats. Reportedly, the device was fired across the bronchus, however after that, it would not open and then the cartridge disengaged from the shaft while inside the cavity. The surgeon used another device adjacent to the main stem bronchus to apply another staple cartridge. The specimen and cartridge were then removed together. There was no reported injury to the pt.